Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. The nose tube bearings of the device were damaged and would not allow cutter insertion, the bearings and gears in the elbow and base were worn and dried out, and the lock sleeve was sluggish and difficult to move. This condition is indicative of improper or ineffective cleaning, maintenance, and handling of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) that the locking mechanism of the device was damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.